Event description:
Analysis of the returned device noted the pusherwire was broken. There was no consequences or impact to the patient.

Manufacturer narrative:
Additional information was requested and from the responses received it was determined that there was no damage noted to the packaging. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device was returned for analysis. Severe restriction was noted as the coil was advance in the introducer sheath. The pusherwire was broken 4.5cm from the distal end. The tetrafluoroethylene (tfe) lamination was not broken and it connected the broken sections of the pusherwire. When the break was examined under the microscope, a curve at the break in wire, on both the proximal and distal sections, indicates that this section was kinked or bent prior to the break. The proximal end of the coil was also noted to be extensively stretched. The damages noted to the coil delivery system are consistent with excessive force being exerted as the coil was advanced and retracted against resistance. It is probable that the coil was advanced with force resulting in the pusherwire folding up on itself, kinking and eventually breaking. Based on the investigation findings and information provided, the root cause was determined to be operational context.